Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during last dwell was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A canada customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use. The home patient (hp) was in last dwell. The hp has 4 bags connected and there is solution in final bag only. There was no hp or bag disconnect and no leaks. The technical service representative (tsr) cycled power (B)(4). The hp will complete therapy with manual supplies. The tsr cleared alarm. There was no patient involvement and there was no patient injury or medical intervention associated with this event.